Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode after over-eating and switched out supplies. The high blood glucose (bg) persisted reaching a peak of 400 mg/dl. Pt walked through supply change with the customer care agent. It was noted that the user fills tubing without attaching short and long tube, so unable to confirm if insulin is making it through. 2 hours after the supply change, bg was confirmed as trending back down. The user was out of range for more than 90 minutes resulting in sweating but did not require any outside intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.